Event description:
At 3 years from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 feb 2024: lot 2002758: (B)(4) items manufactured and released on 05-jun-2020. Expiration date: 2025-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.